Event description:
It was reported that the pt experienced a charge in the therapy effect following a pump replacement. The caller provided that the pt presented with withdrawal symptoms (specific symptoms not reported). The pt was admitted to the hospital. The pump was interrogated and programming appeared fine. The caller indicated that he had reduced the pt's daily dose but would be giving a bolus to the pt. The concentration and daily dose of baclofen being administered via the pump were not reported.

Manufacturer narrative:
.